Event description:
It was reported that a message was observed in the remote home monitoring system, indicating a potential product performance issue related to this device. A health care professional (hcp) planned to contact a field representative. Additional information was requested, however, no additional information is available at this time. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.